Event description:
Two weeks after light was installed, the light fell from the droptube at the articulating arm. No injuries occurred and no patient was on the table at the time of incident.

Manufacturer narrative:
After investigation conducted by the reporter and technician, it was noted the retaining clip was not installed at the arm junction. The reporter reviewed the installation manual and found the warning section about installing the retaining clip. It states the retaining clip must be installed to prevent arm from detaching. The facility has eight lights, six of which have been in use for a few years with no problems because of retaining clips being installed correctly. The two additional lights installed in july did not have retaning clips installed by the contractor, which caused the light to fall. Burton has sent additional clips for installation. Per the reporter, clips were installed and there have been no problems since.